Event description:
A surgeon reporting having had 4 cases of endophthalmitis using the cataract surgical system and a laser assisted cataract surgical system recently. The customer is currently investigating the situation. They are looking into sterilization and possible air flow issues. The surgeon reports not having had any endophthalmitis cases in years, but 4 cases within the last 8 weeks. There were two patient affected in (B)(6) and two patients in (B)(6) 2015. Three out of the for reported cases used both the laser assisted system and the cataract extraction system. On the fourth case, only the cataract extraction system was used. This file will represent the two cases that occurred in (B)(6).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer reported that the centurion vision system and lensx system were involved in four separate cases of endophthalmitis. Three out of four cases were with both systems and one case was just with the centurion system. This file is for a case that involved both systems in february. With no additional, related information provided, the root cause of the customer reported event of endophthalmitis was not able to be confirmed. For this centurion vision system, the serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The lensx laser was manufactured on july 31, 2014. Based on qa assessment, the product met specifications at the time of release. All cases occurred within an eight week span with one additional case occurring in the same time span that did not involve the lensx laser. The customer is investigating the situation and considering possible sterilization and air flow issues. The root cause cannot be determined conclusively. (B)(4).